Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the real intelligence robotic drill was calibrated before a cori assisted surgery, they left the screen on the test spin page. Once the pins were in and the trackers clamped, they hit next to proceed to camera orientation screen. When they hit the next button the "error: system time out, the robotic drill has been deactivated. Press continue to reinitialize the robotic drill" was displayed. They hit continued and went back through the steps of selecting bur size. When prompted to unlock for bur insertion, they hit unlock button and same error appeared. They hit continue to redo the steps. Again, when the unlock button was hit, the system time out error appeared. This time they hit quit to exit out of the case. They did a reboot, resumed operation of case and same error appeared when they hit unlock. They quit again, went to robotic drill diagnostics in administrator, unlocked collet, unlocked for bur and got to select test screen. This usually clears error. They started a new case and still got the system time out drill deactivated error once the unlock button was hit during setup stage. Another drill was not available in a timely matter to switch out; therefore, procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) used in treatment was not returned for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the cori console and provided for investigation and confirmed the ¿system time out¿ error messages. The first reported ¿system time out¿ error was confirmed when exiting the ¿test spin¿/setup screen. The logs indicate it was due to a recoverable error (pfs_error_tool_jammed). The second and third ¿system time out¿ errors were confirmed when the user had repeated the steps, and was in the ¿bur loading¿ stage in the setup screen, and again after the user had quit the case and then resumed the case. The logs show that all of the ¿system time out¿ errors were due to a recoverable error (pfs_error_tool_recoverable) that was a result of a ¿tool_homing_failure¿. The most likely cause of these error messages would be a potential obstruction or hardware issue within the drill that is preventing the drill from homing when in the setup screen. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d" this situation is captured in the risk assessment released at the time of the complaint the failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file requires further investigation and possible adjustment by the site quality team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) used in treatment was not returned for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the cori console and provided for investigation and confirmed the ¿system time out¿ error messages. The first reported ¿system time out¿ error was confirmed when exiting the ¿test spin¿/setup screen. The logs indicate it was due to a recoverable error (pfs_error_tool_jammed). The second and third ¿system time out¿ errors were confirmed when the user had repeated the steps, and was in the ¿bur loading¿ stage in the setup screen, and again after the user had quit the case and then resumed the case. The logs show that all of the ¿system time out¿ errors were due to a recoverable error (pfs_error_tool_recoverable) that was a result of a ¿tool_homing_failure¿. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint the failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file requires further investigation and possible adjustment by the site quality team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. This issue will be continuously monitored through complaint investigation and post market surveillance. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.